Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the device was put through extensive testing including bench handling, power cycling, full functionality testing, visual inspections and stress testing without duplicating the report. The battery connection assembly and battery contact pins were replaced as a precaution. The device was recertified and returned to the customer. Review of the activity logs show battery low voltage shutdowns during the time of the event. The battery involved was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.